Manufacturer narrative:
Section a patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained falsely depressed sodium result while using the alinity c processing module. On (B)(6) 2021, sample ID (B)(6) generated an initial result of 126 mmol/l and repeat on second analyzer 178 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review and device history record review. Return testing was not completed as returns were not available. A review of tickets determined that there was normal complaint activity for lot number 20901un21, which was in use on the customer's alinity c processing module. Trending review determined there were no trends for depressed patient results due to the product. File sample testing was not performed as the sample was retested on another analyzer and results obtained were reported out from this analyzer, indicating the assay is performing as expected. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency was identified.